Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited multiple episodes of pacing mode switch. Upon review of the episodes, it was discovered that the atrial lead exhibited noise oversensing. The physician reprogrammed the device and elected to continue to monitor the lead. The patient did not experience any symptoms as a result of the anomaly.

Event description:
New information received stated that the patient presented in the hospital for a follow up on july 20th, 2019. Upon interrogation of the pulse generator, it was found that the atrial lead exhibited undersensing of atrial fibrillation rhythms and lead noise previously noted in the electromyogram. The atrial lead was reprogrammed and proper sensing was restored. The patient condition remained stable.

Event description:
New information received stated on july 24th, 2019, the patient presented to the hospital for a scheduled lead revision procedure. Upon removing the lead from the pulse generator header, the physician noticed the lead was showing signs of lead fracture towards the pin of the lead. The physician then capped the anomalous lead successfully. The patient condition was stable post procedure.